Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker, was not capturing on the presenting electrograms (egm). The patient came in with symptoms of weakness and fatigue and the physician reported that the patient had rates in the 40s. It was reported that external pads were used on the patient. A local field representative was paged to contact the hospital for an in-person interrogation. No adverse patient effects were reported. No further information is known. The product remains in service. If additional information is received, this report will be updated.